Manufacturer narrative:
Additional information was received and revealed obvious left breast rippling & baker grade I capsular contracture. The patient developed a post operative left breast seroma and potentially some cellulitis that was observed on 10/29/2018. The patient underwent seroma aspiration on (B)(6) 2018 where 40 cc of serosanguinous drainage was retrieved using a syringe and 18 gauge needle. Antibiotics were prescribed. The patient required an additional seroma drainage on 11/5/2018. The left sided events were reported under 1645337-2018-07122. This report relates to the right sided prosthesis. The evaluation of the returned device was completed by the failure analysis lab on 11/24/2018. It was reported that a 57 year-old caucasian female patient underwent primary breast augmentation with mentor siltex round moderate profile 350cc saline prostheses. Deflation on the right breast prosthesis was diagnosed post procedure through a physical examination. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. The mentor product analysis lab discovered two rents, one measuring 0.5 cm and another measuring 0.3 cm within an area of siltex cracking on the posterior aspect. No other anomalies were discovered. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the room temperature vulcanization (rtv) shell of siltex breast implants. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 10/22/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left mentor siltex round moderate profile 350cc saline prosthesis, catalog: 3542655, serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with mentor siltex round moderate profile 350cc saline prostheses. Deflation on the right breast prosthesis was diagnosed post procedure through a physical examination. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2018. Biopsy of the left breast was sent to pathology, as per thickened capsule discovered. Bilateral mastopexies were performed. The patient tolerated the procedure well.